Manufacturer narrative:
A picture was received for evaluation following johnson & johnson medtech's procedures. Device investigation details: according to the picture provided by the customer, the tip of the device was observed. However the irrigation issue cannot be confirmed based only in the picture provide by the customer as the irrigation holes or luer hub cannot be observed. A manufacturing record evaluation was performed for the finished device lot number 31668120l and no internal action related to the complaint was found during the review. The customer complaint was not confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation - paroxysmal ablation procedure with a pentaray nav catheter and the device was not irrigating properly. The issue was noted after the device had already been used inside of the patient. To start, the drainage of the pressurized saline bag connected to the infusion set was completed, and then the pentaray was connected. After the operator controlled the maximum water flow of the infusion set, the pentaray's five claws would not dispense water. To troubleshoot, the medical team replaced the two backup pressurized saline bags in the catheter room, but the pentaray still would not release water. Afterward, they continuously replaced two infusion sets, but water would still not come out. Finally, after replacing the pentaray catheter, water can be produced, and the problem was solved. It was confirmed that the correct catheter settings were selected on the generator. No irrigation pump was used. There were no flow rate change issues at the start of ablation. The procedure continued. No patient consequences were reported.